Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: the bag had nearly come off of the ring. After picking specimen, when the string was pulled, it was torn. The surgery could be finished with the same device. No bleeding was reported. Nothing fell into the pt cavity. No tissue was damaged. Operating time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).